Manufacturer narrative:
The date of the procedure was reported as unknown, therefore the aware date was used as the event date. A review of the manufacturing documentation associated with lot f1930201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of three 6/7f mynx grip vascular closure devices (vcd) got stuck inside the an unknown 6f sheath. The balloon was inflated to proper atmosphere, and on deployment, instead of the sheath budding up against the distal iliac wall, the sheath completely came out. There was 3 out of 10 fail of these mynx grip. There was no reported patient injury. The products are expected to be returned for analysis. A photo of the packaging is available for review.

Manufacturer narrative:
As reported, the balloon of three 6/7f mynxgrip vascular closure devices (vcd) got stuck inside an unknown 6f sheath. The balloon was inflated to proper atmosphere, and on deployment, instead of the sheath budding up against the distal iliac wall, the sheath completely came out. There was no reported patient injury. There was 3 out of 10 of the mynxgrip vascular closure devices that failed. The products were not returned for analysis. A picture of the label of the devices was returned and no anomalies were observed. A product history record (phr) review of lot f1930201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Damage to the procedural sheath, such as a kink, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.